Manufacturer narrative:
(B)(4)

Event description:
Procedure type: cystectomy with ileal conduit. According to the reporter: surgeon performed 2 colon stapling applications without an issue and on the 3rd firing the stapler did not lay staples and the knife blade cut the bowel. Per the surgeon, "the issue occurred when the terminal ileum was being stapled to the proximal ileum after a segment of the bowel was removed to create the conduit roughly 12-15 cms from the ileal cecal valve. The bowel was lined up and a new load was inserted into the stapler. The stapler clicked when I pushed down prior to firing, I checked orientation and verified it was ready to be stapled. When I fired the gia 80 it did not offer the normal resistance and the knife blade zipped through without laying any staples. When the stapler was clicked open, the colon was divided and no staples were placed." A foot of terminal ileum was lost because of the stapler cutting and not stapling. I re-did the small bowel with the small intestine I had remaining and was able to utilize a gia 60 and manually oversew the opening. Pt history: none was mentioned and the rep was not in the room for the case to obtain any additional pt info.